Event description:
The customer reported via phone call that she heard a beeping noise on the replacement pump that she received a couple of days ago. Customer set up the pump and noticed the anomaly after she changed the reservoir. Customer stated that there was nothing wrong on the screen. Customer performed the self test and the pump passed. Customer stated that the pump did vibrate during the self test. Customer stated that she keeps the pump in her bra with a sock on it. Customer placed the pump in her lap and she noticed the noises. Customer was advised to monitor the pump. Customer wanted the pump replaced. The insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.